Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display and experienced high blood glucose level. The customer¿s blood glucose level was 306mg/dl and was treated with a bolus. Customer stated blank screen; got message that said to replace battery now when the pump was without a battery. The customer was assisted with troubleshoot and customer reports display is blank and battery cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.